Manufacturer narrative:
Pt info: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was observed on an intraocular lens (iol) after implantation. The lens was removed to implant another lens of the same model. Reportedly, the procedure was completed successfully. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: asian. Additional information: section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? Yes. Section d9 - date returned to manufacturer: jan 6, 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. The lens was cleaned and a scratch was observed on the optic body and the lens was also returned cut in half. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Per special request, the simplicity handpiece was inspected under magnification as well and viscoelastic residue was observed inside of the cartridge. The plunger rod was in the advanced position. The handpiece was disassembled and presented with no assembly issues, however a damaged plunger rod tip was observed which can be attributed to customer handling (excessive force during insertion). Furthermore, a customer provided movie was received and was evaluated. Insertion of the lens was not completely visible in the movie due to the camera not capturing the entire insertion area. Lens damage was observed on the optic body of the implanted lens, however this can be attributed to customer handling and excessive force used during insertion which is consistent with the damaged plunger rod tip observed on the returned handpiece and therefore cannot be confirmed to be related to manufacturing. The complaint issue was confirmed (a scratch not related to the lens damage observed in the video was observed, the lens damage is most likely the complaint issue), however this can be attributed to handling with the plunger rod as observed with the damaged plunger rod tip, therefore the complaint issue cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in the complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.